Manufacturer narrative:
Mml # (B)(4). Following the ipg relocation, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No nonconformances were found. Updated section e2-e4. Corrected h3.

Event description:
It was reported that the patient underwent revision and subsequent relocation of the implantable pulse generator (ipg) due to weight loss. The ipg was relocated from the glute to the flank without complications. The device remains implanted and functional. There was no patient harm or injury.

Event description:
It was reported that the patient underwent revision and subsequent relocation of the implantable pulse generator (ipg) due to weight loss. The ipg was relocated from the glute to the flank without complications. The device remains implanted and functional. There was no patient harm or injury.

Manufacturer narrative:
Mml # (B)(4).